Event description:
An overinfusion of pitocin occurred. A student nurse was programming the pump and simultaneously pressed the run/hold and secondary buttons placing the pump in the secondary mode. The secondary had been previously set to a rate of 60ml/hr. Primary rate was set to 12ml/hr. According to the user facility the student nurse had not been trained on the functions of the pump. There was no resultant pt complication.